Event description:
It was reported that the buttons on the insulin pump would often stick. Customer stated that when they went to give themselves a bolus the numbers kept running. Customer stated that he placed his insulin pump in his pants that were wet. Customer's blood glucose reading at the time of the call was 145 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad traces. No sticky buttons, ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. No moisture damage inside pump noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.